Event description:
Patient developed adhesions and bowel obstruction approximately 2 weeks following surgery and implantation of the device. Patient was returned to surgery for bowel obstruction one month following original procedure. Patient is currently doing well.